Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with highs up to 350 mg/dl and lows down to 52 mg/dl over several days, associated with reusing a cartridge and not fully securing the infusion set connector, which led to unsuccessful insulin delivery. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included transient functional impact without need for medical intervention or assistance. Investigation included troubleshooting and user education. Investigation of this case revealed improper infusion set connection and reuse of the cartridge, with restoration steps reviewed including proper connector locking, confirming drops during fill, and using a new cartridge. It was concluded that user technique caused interrupted insulin delivery leading to variable glucose levels, and corrective education was provided.